Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(other)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. 844600,867581-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included chickenpox, pneumonia and wisdom teeth removal. Current weight 160 lbs. Concurrent conditions included asthma since (B)(6) 2012, underweight, migraine, vomiting, drug hypersensitivity and hematometra. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain/ pelvic area") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety/mental anguish"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 4 months after insertion of essure. The patient was treated with escitalopram, fluticasone propionate;salmeterol xinafoate (advair), montelukast, salbutamol (albuterol), sumatriptan, sumatriptan succinate (imitrex df) and surgery (d and c, novasure endometrial ablation. And robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, depression and anxiety outcome was unknown and the menorrhagia, pelvic pain, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date in the previous summons and current pfs- (B)(6) 2011, (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain. Lot number: 844600 manufacturing date: 2011-03 expiration date: 2014-03 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(other)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 35-year-old female patient who had essure (batch no. 844600,867581-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included chickenpox, pneumonia and wisdom teeth removal. Current weight 160 lbs. Concurrent conditions included asthma since (B)(6) 2012, underweight, migraine, vomiting, drug hypersensitivity and hematometra. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain/ pelvic area") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression/psych injury") and anxiety ("anxiety/mental anguish/psych injury"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with escitalopram, fluticasone propionate;salmeterol xinafoate (advair), montelukast, salbutamol (albuterol), sumatriptan, sumatriptan succinate (imitrex df) and surgery (d and c, novasure endometrial ablation. And robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, depression and anxiety outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date in the previous summons and current pfs- (B)(6) 2011, (B)(6) 2011. Received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain. Lot number: 844600, manufacturing date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Event : abdominal pain, gen. Abnorm. Bleed added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation(other)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year old female patient who had essure (batch no. 844600,867581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included chickenpox, pneumonia and wisdom teeth removal. Current weight (B)(6). Concurrent conditions included asthma since (B)(6) 2012, underweight, migraine, vomiting, drug hypersensitivity and hematometra. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain/ pelvic area") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In february 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety/mental anguish"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 4 months after insertion of essure. The patient was treated with escitalopram, fluticasone propionate;salmeterol xinafoate (advair), montelukast, salbutamol (albuterol), sumatriptan, sumatriptan succinate (imitrex df) and surgery (d and c, novasure endometrial ablation. And robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, depression and anxiety outcome was unknown and the menorrhagia, pelvic pain, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date in the previous summons and current pfs- (B)(6) 2011, (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), anxiety, depression, patient did not undergo an essure confirmation test were added. Outcome of pelvic pain updated to recovered / resolved. New reporter, patient information, medical history, treatment and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.